Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user found the tubing disconnected from the ilet pump after carrying it in a pocket and stated the luer connector had been locked in place before it fell out; a replacement connector subsequently locked in place without issue, and a full supply change was recommended. Symptoms included hyperglycemia managed by manual insulin injection per prior guidance, with instructions to remain disconnected until blood glucose stabilized. Outcomes included temporary interruption of insulin delivery without hospitalization, medical intervention limited to self-injection, and no device alerts or alarms reported. Investigation included troubleshooting and user education regarding connector engagement and supply replacement. Investigation of this case revealed that the connector could not be attached or remained insecure, associated with the luer connector component, while the subsequent successful connection with a new connector suggested a component-related or handling-related issue. It was concluded, based on previously established findings for similar reports, that the cause was use error or component interaction not reproduced with replacement supplies.